Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that, during a cholecystectomy under laparoscopy on a (B)(6) patient, that was not difficult to perform, the first clip was applied perfectly. While applying the second clip, the applier got blocked because the jaws were misaligned. There was no patient injury.

Manufacturer narrative:
(B)(4). The DHR for the alleged instrument was reviewed and found completely without any irregularities. This instrument was produced at the (B)(4) as part of a 5opc. Lot in june of 2016. This instrument has not been returned for our evaluation, but pictures provided show a 5mm endo applier with the end of the tube assembly at jaw end and the jaws appear loose and misaligned to each other and the jaw pivot pin is slightly popped out on one side of the tube assembly thus we are able to validate this complaint. All instruments are 100% visually inspected and function tested before they leave our facility as this is a standard operating procedure. We are unable to determine how this instrument has been handled or its repair history since it left our facility in (B)(6) of 2016. We are also unable to determine how the jaws became misaligned and for the pivot pin to be slightly popped out of one side of the tube assembly, but mishandling of this device is suspected. No corrective action required.

Event description:
It was reported that, during a cholecystectomy under laparoscopy on a (B)(6) patient, that was not difficult to perform, the first clip was applied perfectly. While applying the second clip, the applier got blocked because the jaws were misaligned. There was no patient injury.